Event description:
The patient reportedly developed an edema at the implant site. The patient was treated with anti-inflammatory medical and three draining effusion biweekly for one month; however the treatment was not successful. The internal device was extruding through the skin. The patient's device was explanted. The patient will be reimplanted at a later date. The patient continues to be monitored.